Event description:
The recipient presented two weeks after implantation to the clinic for the initial activation of the device and no responses were obtained. The recipient either had no auditory perception or a shocking sensation in the back of the throat on all electrodes. The review of post-op CT scan, which was taken on the day of activation ((B)(6) 2020), revealed the array was within the middle ear space. The recipient was reimplanted on (B)(6) 2020.